Event description:
Patient was revised to address osteolysis, poly wear of the insert, and loosening of the tibial tray at the cement/bone interface. Depuy cement was used in the primary surgery.

Manufacturer narrative:
Examination of the submitted tibial insert found unanticipated wear for a polyethylene knee device implanted for approximately one year. The root cause of the unanticipated polyethylene wear is attributed to third body debris being introduced into the joint space. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.